Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's scs system implantable pulse generator (ipg) pocket was revised. Reportedly, the generator pocket incision was beginning to erode at one corner. The revision procedure was completed without complications and the issue addressed.